Event description:
It was reported that during a da vinci prostatectomy procedure, the cables on the large needle drive instrument broke spontaneously, while taking it for prostatectomy. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The large needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument grip cable to be broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment was sticking out at the instrument wrist. The other cables at the wrist were not damaged. No other damage was found.